Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the inner electrode inside the shaft was detached during the surgery by dr. The surgery was continued by replacing with a new pack of the same device. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # r92c2m. Device manufacture date is 2/12/2018. The shaft was received with the inner tube detached from the shaft sheath. In addition, the electrode tip was firmly attached to the inner tube and not detached as reported. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. No conclusion could be reached as to what caused this issue. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.